Manufacturer narrative:
The insulin pump was received with blank display due to severely cracked bleeding glass. The pump was unable to perform displacement, rewind, seating and basic occlusion due to lcd display. The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, fading serial number label and broken belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of crack in the case. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.